Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter, two needles broke in half where the suture connects. Two needle halfs were thought to have been left in the patient. No x-ray performed at this time. The patient is recovering. Polysorb endostitch reload to complete the case. Extended or due to assisting surgeon performing a search for needle and perforating the bladder with her finger. Urologist called to perform laparotomy for bladder repair. Vessels on outer aspect of bladder bleeding. General surgeon called to repair the vessels.